Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent was to be used to treat a benign stenosis in the bottom of the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was very tight. According to the complainant, during procedure, the delivery system broke near the guidewire access port making it impossible to deploy the stent. The physician removed the device and completed the procedure using another wallflex biliary fully covered rmv stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A fully constrained wallflex biliary fully covered rmv stent and delivery system were received for analysis. The device was received with an unknown guidewire inserted through the delivery system. Visual examination of the returned device found the outer sheath was kinked at the guidewire access sheath and the inner shaft was kink out at the guidewire access sheath. Functional evaluation revealed it was not possible to deploy the stent using the delivery system as received; however, it was possible to manually deploy the stent. The stent was measured to be within specifications. There were no issues noted with the stent and no other issues with the device were noted. The initial report that the delivery system was broken was not confirmed. The damages noted with the device were consistent with the application of excessive force during attempted deployment. The investigation concluded that the observed failures were likely due to anatomical or procedural factors encountered during the procedure, such as the complexity of the lesion, which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent was to be used to treat a benign stenosis in the bottom of the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was very tight. According to the complainant, during procedure, the delivery system broke near the guidewire access port making it impossible to deploy the stent. The physician removed the device and completed the procedure using another wallflex biliary fully covered rmv stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.